Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597 investigation results: device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from the tip, which most likely occurred due to a breach in the inflation lumen and guidewire lumen. The investigator was unable to fully inflate the balloon due to the leak. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no damage to the tip. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
Reportable based on device analysis completed on 11mar2026. It was reported that balloon leakage and inflation issue occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the balloon dilatation, contrast leakage was observed at the catheter tip. As a result, the balloon could not expand properly and was deemed defective. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a breach in the inflation lumen and guidewire lumen.